Manufacturer narrative:
A ge rep evaluated the system and replaced the mother board. System operates as intended. (B) (4)

Event description:
The customer reported the system intermittently locks up. No pt injury was reported.